Manufacturer narrative:
The reported problem 'system error 345' was confirmed during the event history log (ehl) review. No device was returned for evaluation. The reported problem "it shut off" was not confirmed during the event history log (ehl) review and could not be confirmed because no device was returned for evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity) then shuts off. The event happened during patient infusion at the critical care area (medication, programmed amount and delivery rate unknown). There was no known patient injury or medical intervention associated with this event. No additional information is available.